Event description:
The customer(s) returned the orthopat perioperative autotransfusion system for repair due to a battery not holding a charge. Fluid ingress was found and resulted in an electronic failure due to short circuit. No pt or operator injury was noted in the service/complaint records.